Event description:
A report was received that the pt has an abscess over the pocket site. The pt's symptoms were tenderness. The physician cut open the abscess and pus came out. The physician decided to clean the pocket out but during the revision decided to explant the entire system due to infection. The pt was prescribed IV and oral antibiotics and is reportedly doing well. The physician doesn't believe the infection to be device or procedure related.